Event description:
In 2004, a bi-ventricular assist device (bi-vad) pt being supported by the dual drive console (ddc) complained of not feeling well. The nurse at the ctr noted the top module (tmod) of the driver was flickering and intermittently going blank and the drive pressure and vacuum had decreased dramatically. The nurse quickly used the emergency selector valve placing pt support to the bottom module (bmod) and adjusted pressures to drive both vad's temporarily. The pt was then placed on the back up tlc-ii driver without incident. The MFR technician svc was contacted.